Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) had an electrical test fail code # 50. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The full name of the event site in block e1 was shortened due to field character limit; the full name is (B)(6) hospital..

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue. The compressor assembly was replaced. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) had an electrical test fail code # 50. There was no patient involvement, and no adverse event reported.